Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During advancement of the transeptal puncture needle a small pericardial effusion was identified. The pericardial effusion was observed for approximately 5-10 minuets before it was determined to continue the mitraclip procedure. The steerable guide catheter (sgc) and the mitraclip were advanced. Approximately 10-15 minutes after, the pericardial effusion increased and the mitraclip procedure was discontinued. The pericardial effusion was drained and subsequently a surgical procedure was completed to fully drain the effusion. The final mr remained at grade 3-4. There were no clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the cause of the pericardial effusion cannot be determined. Pericardial effusion is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.